Manufacturer narrative:
(B)(4).

Event description:
It was reported some electrodes were out of range with impedances less than 50 ohms. Reprogramming took place and there were no patient symptoms. Additional information received reported the event was ongoing with no further action needed.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot# va05qg9, product type lead; product ID 3487a-56, lot# va05qg9, product type lead; product ID 3487a-56, lot# va05qg9, product type lead; product ID 3487a-56, lot# va05qg9, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause of the low impedances was not determined. No patient symptoms were noted. The low impedances outcome was ongoing with no further action planned.